Event description:
It was reported that during testing at the manufacture facility the safety switch was missing from the device. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.